Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2006 as part of a clinical study. Subsequently, a revision procedure was performed on (B)(6) 2006 due to infection. The femoral component and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection, and allergic reaction." This report filed march 10, 2011.